Event description:
The customer reported that during reprocessing, it was found that the power switch of the subject device was stiff. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the power socket was stiff and the power cord receptacle inlet was broken. This report is report is being submitted for the malfunctions found during the device evaluation.

Manufacturer narrative:
During inspection and testing, service also found that the power supply connector was broken. The hoses were discolored. The housing demonstrated wear and paint damage. The splash guard was torn, and the suction feet were worn and appeared to be melted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon ¿ac inlet is broken," likely occurred due to a damaged power supply cord receptacle. There is no definite cause as to why the power supply cord receptacle was damaged. Olympus will continue to monitor field performance for this device.